Event description:
The caller stated the tube had a pilot balloon failure after a couple of weeks. The caller stated the patient required recannulation with another 8fen tube on an unspecified date.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.